Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the cable broke on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were broken. The pitch cable was broken at the proximal clevis hub. The cable crimp was still intact. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken pitch cables if to recur could cause or contribute to an adverse event.